Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes intermittent loss of ventricular capture. When the lead was explanted, it was noted that the tines were missing.